Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4). It was reported that during a stenting treatment procedure there were difficulties expanding the stent. The target lesion was located in the proximal circumflex artery with 28% stenosis. The lesion was treated with direct stent placement of a 4.00x28mm taxus liberte stent. During post stent deployment ivus was used and showed the stent was not fully expanded. This was treated during post dilatation with a non bsc balloon. Residual stenosis was 0%. The procedure was completed with this device. The patient status is listed as unknown with no complications reported.